Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right tube with essure embedded along its length, left tube with essure embedded at the ostia'), device dislocation ('no essure seen on right, the essure device was not') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. C96080-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, gerd, allergic rhinitis, traumatic fracture, anaphylaxis, bell's palsy and urticaria. Previously administered products included for an unreported indication: mirena. Concurrent conditions included lower extremity mass, anemic, irregular periods, dizzy, abdominal cramps, migraine, headache, dysfunctional uterine bleeding, diarrhea, hypertension and drug allergy. Concomitant products included epinephrine, hydrochlorothiazide, hydrocodone and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("chronic, pelvic/abdominal pain"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection nos"), nausea ("nausea"), fatigue ("fatigue"), migraine ("migraines / headaches") and bacterial infection ("bacterial infection"). In 2017, the patient experienced vision blurred ("vision/eye problems/type: adjusting vision") and rash macular ("blotchy"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), hypertensive crisis ("hypertensive crisis"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("chronic, pelvic/abdominal pain"), blood disorder ("blood/heart disorder"), cardiac disorder ("heart disorder"), cystitis ("infection (bladder)"), vaginal infection ("vaginal infection"), urticaria ("rashes or skin conditions"), irritability ("hormonal changes"), breast tenderness ("breast sensitivity") and dry skin ("dried skin"). The patient was treated with surgery (bilateral salpingectomy and abaltion). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, vaginal haemorrhage and fatigue was resolving, the genital haemorrhage, hypertensive crisis, pelvic pain, blood disorder, cardiac disorder, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, urinary tract infection, vaginal infection, urticaria, nausea, vision blurred, irritability, breast tenderness, bacterial infection, dry skin and rash macular outcome was unknown and the abdominal pain and migraine had resolved. The reporter considered abdominal pain, bacterial infection, bladder disorder, blood disorder, breast tenderness, cardiac disorder, cystitis, device dislocation, dry skin, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, hypertensive crisis, irritability, menorrhagia, migraine, nausea, pelvic pain, rash macular, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: no. Of coils on right=01 and left=04. The symptoms claim resulted from essure was decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on an unknown date: results of confirm. Test- bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: measures 9.1 x 5.1 x 6.9 cm. Several uterine masses likely representing fibroids are present. The largest measures 2.3 x 2.1 x 1.9 cm and the left uterine body. Essure devices noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,vaginal discharge,bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right tube with essure embedded along its length, left tube with essure embedded at the ostia'), device dislocation ('no essure seen on right, the essure device was not') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. C96080-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, gerd, allergic rhinitis, traumatic fracture, anaphylaxis, bell's palsy and urticaria. Previously administered products included for an unreported indication: mirena. Concurrent conditions included lower extremity mass, anemic, irregular periods, dizzy, abdominal cramps, migraine, headache, dysfunctional uterine bleeding, diarrhea, hypertension and drug allergy. Concomitant products included epinephrine, hydrochlorothiazide, hydrocodone and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("chronic, pelvic/abdominal pain"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection nos"), nausea ("nausea"), fatigue ("fatigue"), migraine ("migraines / headaches") and bacterial infection ("bacterial infection"). In 2017, the patient experienced visual impairment ("vision/eye problems/type: adjusting vision") and rash macular ("blotchy"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), hypertensive crisis ("hypertensive crisis"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("chronic, pelvic/abdominal pain"), blood disorder ("blood/heart disorder"), cardiac disorder ("heart disorder"), cystitis ("infection (bladder)"), vaginal infection ("vaginal infection"), urticaria ("rashes or skin conditions"), irritability ("hormonal changes"), breast tenderness ("breast sensitivity") and dry skin ("dried skin"). The patient was treated with surgery (bilateral salpingectomy and abaltion). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, vaginal haemorrhage and fatigue was resolving, the genital haemorrhage, hypertensive crisis, pelvic pain, blood disorder, cardiac disorder, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, urinary tract infection, vaginal infection, urticaria, nausea, visual impairment, irritability, breast tenderness, bacterial infection, dry skin and rash macular outcome was unknown and the abdominal pain and migraine had resolved. The reporter considered abdominal pain, bacterial infection, bladder disorder, blood disorder, breast tenderness, cardiac disorder, cystitis, device dislocation, dry skin, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, hypertensive crisis, irritability, menorrhagia, migraine, nausea, pelvic pain, rash macular, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: no. Of coils on right=01 and left=04. The symptoms claim resulted from essure was decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on an unknown date: results of confirm. Test- bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: measures 9.1 x 5.1 x 6.9 cm. Several uterine masses likely representing fibroids are present. The largest measures 2.3 x 2.1 x 1.9 cm and the left uterine body. Essure devices noted.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,vaginal discharge,bleeding. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs received - new event breast sensitivity, migraines / headaches, bacterial infection, dried skin, blotchy were added. Pt of hormonal changes, rashes or skin conditions were updated. Event outcome of bleeding, cramps, migraines, fatigue, abdominal pain were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("chronic, pelvic/abdominal pain"), abdominal pain ("chronic, pelvic/abdominal pain"), blood disorder ("blood/heart disorder"), cardiac disorder ("heart disorder"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, blood disorder, cardiac disorder, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, bladder disorder, blood disorder, cardiac disorder, dysmenorrhoea, genital haemorrhage, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: results of confirm. Test- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case became incident. Unspecified event "injury to herself" was updated to more specific events : "dysmenorrhea (cramping), (cramping),chronic, pelvic/abdominal pain, gen. Abnormal bleed, blood/heart disorder, bladder/urinary problems: bladder problems., urinary problems, vaginal discharge". Reporter contact information was added. Patient's demographics were added, essure insertion date updated and removal date added. Product indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right tube with essure embedded along its length, left tube with essure embedded at the ostia'), device dislocation ('no essure seen on right, the essure device was not'), menorrhagia ('menorrhagia'), genital haemorrhage ('gen. Abnormal bleed') and hypertensive crisis ('hypertensive crisis') in an adult female patient who had essure (batch no. C96080-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, gerd, allergic rhinitis, traumatic fracture, anaphylaxis, bell's palsy and urticaria. Previously administered products included for an unreported indication: mirena. Concurrent conditions included lower extremity mass, anemic, irregular periods, dizzy, abdominal cramps, migraine, headache, dysfunctional uterine bleeding, diarrhea, hypertension and drug allergy. Concomitant products included epinephrine, hydrochlorothiazide, hydrocodone and paracetamol (acetaminophen). On(B)(6) 2015, the patient had essure inserted. In 2018, the patient experienced visual impairment ("vision/eye problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypertensive crisis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("chronic, pelvic/abdominal pain"), abdominal pain ("chronic, pelvic/abdominal pain"), blood disorder ("blood/heart disorder"), cardiac disorder ("heart disorder"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection nos"), vaginal infection ("vaginal infection"), rash ("rashes or skin conditions"), nausea ("nausea") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy and abaltion). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, genital haemorrhage, hypertensive crisis, dysmenorrhoea, pelvic pain, abdominal pain, blood disorder, cardiac disorder, bladder disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, rash, nausea, visual impairment, fatigue and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, bladder disorder, blood disorder, cardiac disorder, cystitis, device dislocation, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, hormone level abnormal, hypertensive crisis, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: no. Of coils on right=01 and left=04. The symptoms claim resulted from essure was decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on an unknown date: results of confirm. Test- bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: measures 9.1 x 5.1 x 6.9 cm. Several uterine masses likely representing fibroids are present. The largest measures 2.3 x 2.1 x 1.9 cm and the left uterine body. Essure devices noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,vaginal discharge,bleeding. Most recent follow-up information incorporated above includes: on 5-oct-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right tube with essure embedded along its length, left tube with essure embedded at the ostia'), device dislocation ('no essure seen on right, the essure device was not'), menorrhagia ('menorrhagia'), genital haemorrhage ('gen. Abnormal bleed') and hypertensive crisis ('hypertensive crisis') in an adult female patient who had essure (batch no. C96080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, gerd, allergic rhinitis, traumatic fracture, anaphylaxis, bell's palsy and urticaria. Previously administered products included for an unreported indication: mirena. Concurrent conditions included lower extremity mass, anemic, irregular periods, dizzy, abdominal cramps, migraine, headache, dysfunctional uterine bleeding, diarrhea, hypertension and drug allergy. Concomitant products included epinephrine, hydrochlorothiazide, hydrocodone and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In 2018, the patient experienced visual impairment ("vision/eye problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypertensive crisis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("chronic, pelvic/abdominal pain"), abdominal pain ("chronic, pelvic/abdominal pain"), blood disorder ("blood/heart disorder"), cardiac disorder ("heart disorder"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection nos"), vaginal infection ("vaginal infection"), rash ("rashes or skin conditions"), nausea ("nausea") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy and abaltion). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, genital haemorrhage, hypertensive crisis, dysmenorrhoea, pelvic pain, abdominal pain, blood disorder, cardiac disorder, bladder disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, rash, nausea, visual impairment, fatigue and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, bladder disorder, blood disorder, cardiac disorder, cystitis, device dislocation, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, hormone level abnormal, hypertensive crisis, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: no. Of coils on right=01 and left=04. The symptoms claim resulted from essure was decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on an unknown date: results of confirm. Test- bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: measures 9.1 x 5.1 x 6.9 cm. Several uterine masses likely representing fibroids are present. The largest measures 2.3 x 2.1 x 1.9 cm and the left uterine body. Essure devices noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,vaginal discharge,bleeding. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event:device embedment, device dislocation, hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), rashes or skin conditions, nausea, vaginal discharge, vision/eye problems, fatigue,hypertensive crisis were added. Medical history, concomitant drugs, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.